Event description:
The patient reported that on (B)(6) 2011 her boyfriend found her semi-unconscious. Her blood glucose (bg) was reportedly 29mg/dl when the emt arrived. The patient stated she was taken to the hospital and treated with intravenous fluids and monitored for two hours and then sent home. The patient reported that her healthcare professional (hcp) had her remove the battery and reboot the pump. She stated her hcp changed the basal rate (B)(6) prior to the call. A review of the pump history indicated that the basal history settings were correct. The pump history indicated there were three zero basal rates that the patient denied altering. The patient stated that she does not use the pump to bolus due to medication that she takes to lower her bg. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.